Event description:
Related manufacturer report number: 2017865-2022-08087. It was reported that a patient presented to the emergency room due to receiving multiple shocks from their implantable cardioverter defibrillator (ICD). Device interrogation revealed right ventricular (rv) lead noise that was oversensed by the ICD resulting in inappropriate shocks. The physician elected to explant and replace the ICD; and cap and replace the rv lead on (B)(6)2022. The patient condition was stable.